Event description:
It was reported to boston scientific corporation that the red connecting tip broke off of an active cord. It is unknown if there was a patient or procedure involved when this incident occurred. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Unknown if there was a patient or procedure involved in this incident. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.